Event description:
The customer reported e231 occurs when the esg-100 and afu-100 are linked. The issue occurred during set up involving an olympus generator. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.